Event description:
It was reported that customer received excessive no delivery alarms. It was reported that alarms are resolved with infusion set change, but they continue to occur. It was reported that mother was advised to call when alarm occurs, but mother reports that alarm mostly occurs when customer is at school or in the middle of the night, which customer changes set on his own. Customer's blood glucose was 300 mg/dl. Customer's mother declined to replace insulin pump as she is requesting to send infusion set and reservoir for analysis. Infusion sets and reservoir would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.